Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d314trm ICD, implanted (B)(6) 2012; 6947m-62 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that the physician stated at a follow-up appointment that the left ventricular lead is "not working." Follow-up with the physician's office was attempted, but no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.